Event description:
(B)(4) study. It was reported that the patient died. In august 2012, the patient presented and was referred for cardiac catheterization. The 70% stenosed, 15 x 2.75mm target lesion was located in the mid left anterior descending artery (lad). The target lesion was treated with pre-dilatation and placement of a 2.75 mm x 20 mm promus element plus stent. Following post dilatation, residual stenosis was 20%. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient died. The cause of death is unknown and no additional information is available at this point in time

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).